Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances that are lower than 145 ohms. It was recommended to reprogram the alert value to 150 ohms. Also, if the value exceeds 145 ohms a commanded shock was recommended to determine the real shock lead impedance. It was suspected that the origin of the increase was related to a calcification process. The rv lead remains in service. No adverse patient effects were reported.